Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose value was 272 mg/dl at the time of incident. Customer performed audio test and it was failed. Customer used to hear the alarm and no longer hears it. The insulin pump will not be returned for analysis.